Event description:
The following was reported to gore: on (B)(6) 2019, the patient underwent endovascular treatment for a thoracoabdominal aneurysm type iii. A branched endovascular aortic repair (bevar) was performed with a cook custom-branch endovascular graft as main aortic body and a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx-device) was implanted in the left renal artery. On (B)(6) 2021, there was a left renal stent artery occlusion. The adverse event is still ongoing and not recovered / resolved yet. The root cause is unknown, and no treatment is required.

Manufacturer narrative:
The patient initials reflect the study number, hospital and patient. Name: cbas® heparin surface. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: unk (B)(4). Further details were requested from the study investigator, such as lot- / serial no,, possible root cause and if any actions are planned to solve the issue. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product history review: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Without a lot number or device serial number, the manufacturing date and/or production details cannot be determined and the information provided to gore cannot be connected to a specific device. The device remains implanted, and no clinical images enabling direct assessment of product performance were returned for evaluation. Multiple attempts were made to obtain additional information about this event such as lot- / serial no. Possible root cause and if any actions are planned to solve the issue. No additional information was provided. With the information provided to gore, the cause of the reported event cannot be established. In the instruction for use for the gore® viabahn® endoprosthesis with propaten bioactive surface the following is stated: hazards and adverse events procedure related: as with all procedures that utilize techniques for introducing a catheter into a vessel, complications may be expected. These complications include, but are not limited to: thrombosis, occlusion device related: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: stenosis, thrombosis or occlusion.

Manufacturer narrative:
After multiple attempts to obtain additional information, the study coordinator provided the lot-/serial no. And some other details. Product history review: a review of the manufacturing records indicated the device met pre-release specifications. The device remains implanted, and no clinical images enabling direct assessment of product performance were returned for evaluation. The study coordinator stated that the root cause for the occlusion of the vsx-device is unknown and that there is no treatment required, because the stent was probably occluded since a long time. With the information provided to gore, the cause of the reported event cannot be established. D1 brand name is a "gore® viabahn® endoprosthesis" instead of a "gore® viabahn® endoprosthesis with propaten bioactive surface" and therefore no suspect product under c1.